Event description:
It was reported that the insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed and the patient will be further monitored. The patient was in stable condition.